Event description:
Bassinet used by hospital had a recall on the (4) swivel caster base. The recall required one wheel to be stationary. This change made pushing/steering the bassinet extremely difficult. Health care professionals have sustained injuries following this change. Additionally, when the pt attempts to pull the bassinet toward her, the clear tub partially tips as a result of the stationary wheel.